Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a multifix s-ultra 5.5mm knotless anchor, the distal tip of the stainless steel inserter broke off upon implanting the device. The inserter was too deep to remove without creating a large bone deficit, therefore was retained in the patient. The procedure was completed using the same device and bone hole. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported multifix s ultra device was not received in the investigation lab for evaluation and intended for treatment. A relationship between the device and reported incident cannot be established since the product was not received into the lab for investigation. Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. From the information provided, the anchor broke off upon implanting. An exact root cause for the failure is uncertain as the device was not available for investigation. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect alignment during implant pound in. Or bending or twisting the inserter handle during and after insertion can cause damage to the implant or lead to incomplete insertion. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.